Manufacturer narrative:
This device has not been returned for evaluation. There was no pt injury involved in this complaint. A follow up will be submitted if the product is received.

Event description:
Customer reported there was a leak by the filter. No pt injury reported.